Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the multiloc proximal humeral nail was used for the fracture of surgical neck of humerus. The drill interfered with the nail, and the distal side stop screw was unable to insert. The nail was able to attach to the handle without any problem when interference check was done. Before the surgeon attempted to insert the distal side stop screw, he retightened the connecting screw by way of precaution. The length of the procedure was extended. The physician felt the drill was interfered with the nail due to the heavy backlash allowance of sleeve. The sales consultant advised the surgeon on how to reduce the possibility of interference by dissecting the soft tissues to create a clear view of the bone and by checking if the sleeve contacts with the bone by image before drilling. The physician felt the dill was interfered with the nail due to the heavy backlash allowance of sleeve. The sales consultant advised the surgeon on how to reduce the possibility of interference by dissecting the soft tissues to create a clear view of the bone and by checking if the sleeve contacts with the bone by image before drilling. This is report 3 of 6 for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A functional check was performed with existing instruments. A nail was attached to the insertion handle and an aiming arm was assembled. The alignment of the locking holes in the nail was tested with the protection sleeve, the drill guide and the drill. No misalignment was detected. A mismatch between the incision and the protection sleeve may lead to tension by soft tissue on the protection sleeve and therefore may lead to deform the instrument. A distance between the drill sleeve tip and the cortex may lead to slipping of the guide wire or drill bit on the cortex and therefore may lead to a mismatch of the instrument. The present devices were analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.